Event description:
It reported that both of stimlocks could not fix leads stably during an deep brain stimulation operation. The physician fixed the leads with steel plates instead of stimlocks. Both stimlocks were being remained in patient. There was no health hazard related to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_stimloc_acc, product type: accessory. Product ID neu_stimloc_acc, product type: accessory. Product ID 3389s-40, serial# unknown, implanted: (B)(6) 2012, product type: lead. Product ID 3389s-40, serial# unknown, implanted: (B)(6) 2012, product type: lead.

Manufacturer narrative:
Product ID: 3389s-40, serial# unknown, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, serial# unknown, implanted: (B)(6) 2012, product type lead. (B)(4).